Manufacturer narrative:
(B) (4).

Event description:
Per the audiologist, the patient reported a decrease in performance. The results of a CT scan (date not reported) indicate a tip fold over. Reprogramming alleviated the issues for a time. The patient was explanted (B) (6), 2009 and was reimplanted with a new device during the same surgery.